Event description:
During a tah procedure the device did not seal the uterine artery. The surgeon used sutures to effect a seal and control bleeding. No patient harm was reported.

Manufacturer narrative:
Device was received with heavy coagulant build-up on the device and the cord removed that indicates lot number. Analysis determined the jaw force when fully closed was out of specification. The cause was due to excess coating on the jaws which did not allow the force of the jaws to transfer to the tissue. This condition can result in poor coagulation.